Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the therapy pcb was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.